Event description:
Device malfunction: resistance during needle deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, resistance was felt during deployment of the needles. The device was removed and the marker lumen was flushed a second time. An attempt was made to deploy the sutures again but with the same results. The device was removed and a second prostar xl device was used to achieve hemostasis. There were no reported patient adverse effects. The technician was punctured in the finger with a needle from the device; follow-up provided per hospital protocol. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. User error "special patient populations: the safety and effectiveness of the prostar xl 10f pvs system has not been established in the following patient populations: patients with common femoral artery calcium, which is fluoroscopically visible. Needle deployment: if significant resistance is encountered prior to needle tips emerging at the top of the barrel, or if all four of the needles are not deployed, terminate deployment."